Manufacturer narrative:
(B)(6). Patient weight not available for reporting. (B)(4) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was returned to the operating room (or) on (B)(6) 2017 for a non-union of a hindfoot fusion that resulted in the removal of one (1) titanium 10 mm hindfoot arthrodesis cannulated nail, one (1) titanium spiral blade, one (1) 6.0 mm locking screw, three (3) 5.0 mm locking screws and one (1) titanium end cap. The surgeon stated that this was not implant related and delayed healing was caused by diabetes. The original nail was implanted on (B)(6) 2015. The nail was removed, the site was bone grafted with patient iliac crest graft and a new hindfoot nail implanted. The procedure was successful and patient was stable. This report is for one (1) end cap. This is report 5 of 5 for (B)(4).